Manufacturer narrative:
(B)(4). A manufacturing record review was performed for the finished device batch mhb686, 8424w and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle broke during use. No parts of the needle were left in the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional information: concomitant medical products h3 device evaluation summary: an opened box with twenty-five unopened samples of product code 8424, lot mhb686 were returned for analysis. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened and the swage and attachment area were noted to be as expected; also, the tip and body of the needles were examined under magnification and no defects, damage or needle breakage were found. The resistance test was performed and no issues or anomalies were noted. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to the samples conditions, no performance - breakage needle was found